Manufacturer narrative:
The device is not being returned to MFR. When a quality engineering eval is completed, a supplemental report will be filed

Event description:
It was reported, "the pt called to report electrode skin irritation from the electrodes. She has redness, burning sensation and blistering. The enrollment period started on (B)(6)2010, with a scheduled end of enrollment (B)(6) 2010." Lifewatch, (B)(6), conducted a pt interview on (B)(6) 2010. In the interview, the pt reported that the other electrodes (different MFR) were still also causing skin irritation. Pt was using numerous electrodes from different mfrs. She thinks she may be allergic to the adhesive. The skin irritation is red, itchy rash (blotchiness and blisters). They are the size of the electrode yet rings and clear on the inside of the ring. The rash started after a few days of wear. This skin reaction occurred in the past (last summer) the same way during the period of monitoring. Pt was prescribed halobetasol propionate cream 0.05% for the skin irritation by a dermatologist yet has not started the cream until the period of cardiac monitoring is completed.